Event description:
It was reported two days after implant that the patient's right ventricular (rv) lead did not have pacing capture and was undersensing. It was also reported that there was diaphragmatic stimulation at high outputs. The lead was repositioned the next day and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).